Manufacturer narrative:
The insulin pump passed the operating current, unexpected restart error test and displacement test but had compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. The occlusion, prime and excessive no delivery tests could not be performed due to the alarm. The device was also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer's blood glucose was 111 mg/dl at the time of the incident. During troubleshooting, the customer stated that insulin did not continue to drip after letting go of the act button, but the motor did not slow down nor did numbers appeared on the screen. The customer indicated the drive support cap was protruded and she received a compromised force sensor system alarm earlier that day. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. The insulin pump was be returned for analysis.